Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to perforation in the patient's heart wall. It was evaluated pre extraction and then again post explant via transoesophageal echocardiography. The patient was hospitalized for a few days post explant for observation. No additional adverse patient effects were reported.